Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an acute upper gastrointestinal bleed. The patient had increasing shortness of breath and tar stool for three days about three times a day with abdominal pain. Examinations were normal and no cause of active bleeding was found. A gastroscopy showed a small polypoid bulging in the stomach. The probable cause of the bleeding is thought to be warfarin overdose. The patient has to take anticoagulation for life because of implantation of the left assist device. After optimizing the coagulation situation there was no more bleeding.